Event description:
Complainant alleged that while the medics were monitoring a patient (age and gender unknown) the screen became very dim, then very bright, and then the characters on the screen display became extremely large. Finally, the screen went blank. There was no adverse effect on the pt.